Manufacturer narrative:
B3/d10 date: the event occurred on unspecified dates of february 2024, further described as "over the weekend". E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors underinfused the medication; between 20% to 40% medication infused during patient infusion. An infusor that was disconnected from the patient was left to freely flow into a bottle; there was around 8ml over 2 hours, as opposed to the expected 20ml. The devices contained liposomal amphotericin (ambisome) 950mg in glucose 5%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between july 25-26, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the device contained fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.